Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had discomfort and the implantable pulse generator (ipg) had migrated under the patient's arm. It was discovered upon opening the pocket that the suture sleeve on the right atrial (ra) lead and the right ventricular (rv) lead were not sutured and both leads had pulled back. The leads and device were repositioned and remain in use. No further patient complications have been reported as a result of this event.